Event description:
Resident was being transferred back to bed via a lift following shower. Resident's skin was moist from the shower as well as from an incontinent episode, whereby "loose stool" was present on the lift pad.